Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a dull ache and a sporadic shooting pain at the ipg site which felt like it was underneath the ipg. The patient reported the pain felt worse when the stimulation was turned off, and later it was reported the sensation was worse with the stimulation on. The physician had not noted any issues with the ipg pocket site.